Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystocele repair and cystoscopy. The patient experienced pain, extrusion, urinary problems, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat cystocele repair and mesh was implanted. It was also reported that post implantation, the patient experienced terrible infections and pain. (B)(4).

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed incontinence urge and stress, feels discomfort with sex, painful intercourse and urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary nocturia, vaginal irritation, leakage of urine, frequency, and overactive bladder. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.